Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay, the elecsys ft4 iii assay, elecsys ft3 iii, the elecsys t4 assay, elecsys t3, and the elecsys anti-tshr immunoassay on a cobas 8000 e 801 module and a second e 801 module used for investigation. No incorrect results were reported outside of the laboratory. This medwatch will apply to the t3 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay, refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay, refer to the medwatch with patient identifier (B)(6) for information related to the ft3 assay, refer to the medwatch with patient identifier (B)(6) for information related to the t4 assay, and refer to the medwatch with patient identifier (B)(6) for information related to the anti-tshr assay. The sample was initially tested on the customer's e 801 analyzer on (B)(6) 2019. The sample was repeated using the architect method (for tsh, ft4, ft3, t4, t3) and yamasa method (for anti-tshr). The sample was provided for investigation where it was tested on a second e 801 analyzer on (B)(6) 2019. The serial number of the customer's e 801 analyzer was requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). T3 reagent lot number 356762, with an expiration date of december 2019 was used on this analyzer.